Event description:
A cartridge change error was reported with the pump, causing an alert that the customer experienced. There was no adverse impact to the customer's blood glucose level. The customer was unable to elaborate on the alert details, but when reloading the pump, it resumed successfully without further issues. Insulin therapy continued, and no additional assistance was required.